Event description:
Medical staff reported "capsular contracture baker grade iii." Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.